Manufacturer narrative:
Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to the associated manufacturer report numbers (B)(4) for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two flexiva 1000 laser fibers were used during a dviu procedure in the prostate performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis 120 watt console. According to the complainant, during the procedure, the tip of the fiber detached. A second flexiva 1000 laser fiber was used and the same issue occurred. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2017-02634 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two flexiva 1000 laser fibers were used during a dviu procedure in the prostate performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis 120 watt console. According to the complainant, during the procedure, the tip of the fiber detached. A second flexiva 1000 laser fiber was used and the same issue occurred. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.